Manufacturer narrative:
This event with the initial customer report was previously submitted under MDR report number 9610595-2026-51507. The device model number was determined to be incorrect and this report is submitted to provide the correct device model and additional information received from the customer. All further information received for this event will be reported under this report number. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer initially reported that a patient developed cholangitis following an ercp (endoscopic retrograde cholangiopancreatography) and tested positive for pseudomonas aeruginosa. The scope forceps channel tested positive for pseudomonas on an unspecified date. During a safety meeting at the facility, the customer reported that based on the usage and cleaning records, the physician believed at the time that the endoscopes were unlikely to be involved. The physician reportedly determined that it is low probability that the scopes are abnormal and has continued to use them for procedures. Additional information was later received from the customer. The patient was referred on (B)(6) 2026 for further evaluation of suspected hepatic hilar cholangiocarcinoma with obstructive jaundice and was admitted the same day. Prior to endoscopic retrograde cholangiopancreatography (ercp) the patient had jaundice without fever or abdominal pain. Two days later during the initial ercp with endoscopic sphincterotomy (est), intraductal ultrasonography (idus), bile duct biopsy, internal stent placement, and endoscopic nasobiliary drainage (enbd) placement was performed. As there were no signs of infection, no bile culture was obtained. Although initial improvement was observed, the patient developed acute cholangitis on (B)(6) 2026, presenting with high fever, jaundice, liver dysfunction, and severe inflammatory findings, likely due to bile duct stent closure. Repeat ercp was performed on the same day with removal of the existing stent and placement of a new double pig-tail stent and enbd. Bile was found to be infected during ercp and sample sent for culture where pseudomonas aeruginosa was detected. Due to persistent fever, antibiotic therapy was changed from cefmeta to tazobactam/piperacillin (tazopipe). The fever lasted for approximately 4 days before resolving. On (B)(6) 2026, the enbd was removed. The patient's condition subsequently improved, and the patient was discharged on (B)(6) 2026 and referred back to the originating hospital.